Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be kinked. Although it was kinked, fluid was able to flow through the fluid path and exit the distal tip of the soft cannula. The timing and cause of this damage is unknown. A leak test was performed and no leakages were observed along the entire fluid path. No blood was observed on the device. No damages or defects were found that would cause bleeding/bruising. The device generated an 0x1c alarm, indicating the device had reached expiration time. It was confirmed that the device ran for 80 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site, the pod's cannula was found bent. In addition the patient reports the pod was leaking during wear and they experienced bleeding at the pod infusion site. As treatment, the patient applied a new pod.